Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed?=>completed if yes: did the device deliver any staples?=>yes if yes, were the staples formed properly?=>yes if yes, was the staple line complete? =>yes. Did the device cut?=>yes if yes, was the cut line complete?=>yes if yes, was there any issue with the cut line? =>no. Was there any difficulty opening the device jaws? =>yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a9844g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lung resection for lung adenocarcinoma, it was observed that the knife did not return midway at the first firing after the transection and stapling on the pulmonary artery were completed without issue. After using the knife reverse switch, the knife returned. Concerned about the battery remaining, a new battery was opened and used. Regarding a9844g, after clamping, the cartridge could not be opened even when the closing trigger was pulled, and the anvil release button was pressed. After several attempts, the device was eventually able to reverse normally. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.